Manufacturer narrative:
(B)(4). Date sent: 7/8/2021. One photo received. This is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a surgical monitor showing an incision opened with oozing. In addition, it can be observed the incision is been closed with suture. Based on the photo review, the reported event was confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4).. Date sent: 7/7/2021. D4: batch # u5ev65. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with five ecr60w reloads (b, c, d, e, & f) present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by ¿stapling the straps¿? What was the source of bleeding? How was the bleeding addressed? What was the total estimated blood loss (ml)? Did the patient require a transfusion? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status?

Event description:
It was reported that during a gastric bypass, when stapling the straps with the white reload to perform the entero entero anastomosis, he noticed that part of the staple line "opened", causing major bleeding. The surgeon had to make an incision in the navel to perform the anastomosis manually, as it was not possible to finish by laparoscopy due to the amount of blood.